Event description:
It was reported that during a routine pump eri (elective replacement indicator) replacement, the catheter was found to not be flowing. When the health care provider (hcp) opened up the back insertion site, he noticed the catheter was fractured completely at the anchor point. As a result, replacement of the catheter was required. There were no patient symptoms or complications associated with the event. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen. Additional information has been requested including the patient¿s outcome but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump showed the elective replacement indicator (eri) due to time progression. Analysis of the catheter found a broken catheter body. (B)(4)

Event description:
Additional information received reported the patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.